Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-9 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Device manufacture date (h4) could not be confirmed. See note below. 8. Section h9 n/a to this report. 9. No files attached to this report. *note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Additional investigation (03/12/2020): potential lot numbers could not be identified for this event. After further investigation, the lot number possibilities cannot be determined because the reported 2.4mm tiger cannulated screw length is unknown. When taking into consideration the accessible mib system as well as the sales representative's personal tiger cannulated screw system, there were many available length options for the 2.4mm tiger cannulated screw utilized during the case on 09/05/2018. Therefore, lot number possibilities cannot be narrowed down and device history record (DHR) review could not be conducted.

Event description:
Doctor 1 corrected a bunion on a 67-year-old female patient on 09/05/2018 using the minimally invasive bunion (mib) plating system. According a trilliant surgical sales representative, the patient came in for her post-op review with report of pain sometime between (B)(6) 2018 and (B)(6) 2019 (exact date unknown). Doctor 1 removed the proximal tiger screw (200-24-0xx) from the site on (B)(6) 2019 and left the plate hole empty. The removed 2.4mm x xxmm tiger cannulated screw (200-24-0xx) will not be returned to corporate for review as it was discarded during the in-office removal.

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2018. The tiger cannulated proximal screw was reported to be backing out and was removed on (B)(6) 2019. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunionectomy on a (B)(6) female patient on (B)(6) 2018 using the minimally invasive bunion system. According to (B)(4), our trilliant sales representative, the patient came in for her post-op review with report of pain sometime between (B)(6) 2018 and (B)(6) 2019 (exact date unknown). Dr. (B)(6) removed the proximal tiger screw from the site on (B)(6) 2019 and left the plate hole empty. The removed 200-24-0xx tiger cannulated screw will not be returned to corporate for review as it was discarded during the in-office removal.